Event description:
Ous MDR - it was reported that 16 months after the implantation premature battery depletion was noted. No adverse patient side effects were reported. The device was explanted but not returned for analysis.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The device was implanted for 40 months and 26 charging cycles were recorded to the ICD's memory. The amount of charge taken from the battery was verified. The verification indicates an unexpected battery depletion. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A-fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed an unexpected battery depletion. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. The battery was sent to the manufacturer for further analysis. Analysis of the battery the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly a local low resistance on the part of the cathode was identified, which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In summary, the device was implanted for 40 months. The therapeutic functionality of the device proved to be fully functional. An increased internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis results it is assumed that the therapy functions of the ICD were entirely available while the device was implanted and in service.